Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen locked up after a defibrillation test. The patient's implantable cardioverter defibrillator (ICD)  had detections programmed off, and when an attempt was made to reprogram the device to initial settings, the programmer froze. The programmer would not respond to the pen and then shut off. The programmer was turned back on, but had the same issues and was unable to return the ICD to the appropriate parameters. Another programmer was retrieved and used to reset the ICD to the originally programmed settings. No patient complications have been reported as a result of this event.